Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Information received from the (B)(6). On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, it was reported the stent separated from the pushwire as it was being advanced out of the microcatheter. The stent was successfully removed from the patient with an amplatz goose neck snare kit 4mm. The procedure was successfully completed and the patient was transferred to the ICU (intensive care unit). No patient injury was reported as a result of the procedure.